Event description:
It was reported that the after transferring the patient to a portable tray, they found that urine had spilled all around the patient. When they checked the water fixation of the foley catheter, they found that the urine had drained from the water fixation part. So, they thought the possibility of damage to the balloon part and removed it.

Manufacturer narrative:
Initial facility full name provided: tsukuba medical center hospital, public interest incorporated foundation. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: method of use: (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Correction: b, e. UDI format updated with available product information per gudid. H.11.: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after transferring the patient to a portable tray, they found that urine had spilled all around the patient. When they checked the water fixation of the foley catheter, they found that the urine had drained from the water fixation part. So, they thought the possibility of damage to the balloon part and removed it.